Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One ensite x amplifier was received for evaluation. Based on the information provided to abbott and the investigation performed, the reported event was not able to be confirmed, and the root cause remains undetermined as the returned amplifier passed the testing. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During an ablation procedure, communication issues with the amplifier resulted in a procedural delay. There was a communication issue which resulted in the catheters appearing distorted and stretched flat. Troubleshooting included exchanging the surfacelink, the patches, reference patch, catheters, starting a new study, restarting the display workstation and amplifier, changing outlets and cables, and ensuring that patient data criteria was entered correctly. The issue was not resolved. The procedure was completed by exchanging the amplifier. The patient is stable.